Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The issue could not be duplicated and the system checkout was completed successfully. Analysis found that this behavior was due to a gui failure. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that on friday, a spine representative (rep) was trying to change the screw projection while the surgeon was navigating. However, the system was not reacting. After about 30 seconds, the rep was able to change the screw projection. Issue occurred intra/peri-operatively with no dela to surgical time. There was no reported impact to patient outcome.